Event description:
While servicing the device, the manufacturer's service technician reported review of the diagnostic log history indicated a +24/+-12 volt power failure and restart occurrences. The service technician replaced the power supply to address the finding. Applicable final testing was completed and tests passed per operating specifications.